Event description:
Additional information received indicates the incision is healing. The patient reported no drainage or fever.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site, however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the packaging and sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient¿s ipg was eroded through skin and was exposed at the site. In turn, surgical intervention was undertaken wherein the ipg was explanted. The ipg site was washed out and closed. The patient was treated with antibiotics. The explanted ipg was sent to pathology and culture showed bacterial growth.